Manufacturer narrative:
Additional information: imdrf annex a,g,b & manufacturer narrative a review of the complaint history for sn (B)(6) was performed in which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 29jan2016. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn 14562331 was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient had an IV bag with approximately 550ml of fluid but when the infusion was complete the pump stated that 789.22ml had been infused. There was no injury to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the patient had an IV bag with approximately 550ml of fluid but when the infusion was complete the pump stated that 789.22ml had been infused. There was no injury to the patient.